Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported through a legal claim that the device was implanted on or about (B)(6) 2005 for treatment incontinence. As a result of use of device the pt has experienced pain, infections, cannot engage in sexual relations and has sustained permanent and debilitating injuries.

Manufacturer narrative:
Date sent to the FDA: 1/28/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.